Manufacturer narrative:
(B)(4). Batch #: v70272. Additional information was requested and the following was obtained: the tissue adhered severely and the surgeon thought it will be difficult to continue under laparoscopic procedure, so the operation converted to open procedure. The alarm did not occur when using the device. The device tip touched the clips. What was the reason for converting to open? At the beginning of the operation, it was difficult to complete laparoscopic due to severe tissue adhesion. The surgeon judged to convert to open surgery. Were there any error messages displayed at any point in the operation? Any errors did not displayed. Did the device make contact with a hard or metal object? The surgeon said the blade touched the clips." Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These screen alerts can be such as, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that, during a laparoscopic hepatectomy, the operation converted to open procedure at the early part of the operation, but the surgeon kept using the same device. The nurse found that the blade was broken at the latter part of the operation. The broken piece has been retrieved. No pieces fell into the patient. Gen11 was used. No additional device was used to complete the case. There were no adverse consequences to the patient. No further information is available.